Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd plastipak¿ concentric luer lock syringe the customer found two leaking syringes. Additional information received from the customer: "leakage occurred at the spot where the rubber stopper contacts the inside of the cylinder. When vacuumed the liquid leaked over the plunger and fingers. Syringe wasn't used on the patient. Health professional who prepared the medicine was exposed to oxybutynine. The second case the syringe contained cytostatic but the health professional who was preparing it noticed leakage on time and had no contact with a medicine." There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two used samples have been received of 50ll lot 1708216. On visual inspection of these two samples, leakage can be observed between stopper ribs. No damage or molding defect can be observed in the syringes that could have caused this defect and the stopper is correctly assembled to the plunger. Ten retained samples of 50ll lot 1708216 are evaluated. On visual inspection of these ten retained samples, no damage or molding defect can be observed in the syringes that could have caused this defect and the stopper is correctly assembled to the plunger in all of them. DHR of lot 1708216 has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process mechanical leak test is done to every syringe. In case any fails it is rejected automatically to scrap. Both samples received were disassembled not observing any damage on the barrel, stopper or plunger rod that could have caused this defect. Leak testing was not carried out with used samples received since they are single use and results could not be reliable. Leak testing was carried out with the 10 retained samples according to procedure pc-039 and iso 7886-1 annex d. The 10 samples meet iso 7886-1 annex d. They were disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Investigation conclusion: this issue is not related to a manufacturing defect. No damage or molding defect has been observed in the two used samples received neither in retained samples evaluated. Results for retained samples test meet iso7886 annex d and no incidence happened during manufacturing process so, a definitive root cause cannot be determined.